Manufacturer narrative:
(B)(4). By report the user experienced difficulty removing the proximal tapered tip of the zenith delivery system and addressed the issue with external compression on the patients abdomen. The information available in the complaint file, the device instructions for use (IFU), review of lot records, and complaint history were reviewed as part of the investigation. Imaging from the case was not provided to assist with this investigation. The product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of the resistance; vessel or catheter damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels." Product lot records were reviewed for this device, no notable observations were made in regards to product quality. There is no evidence to suggest the product was not manufactured to current specifications. It is feasible that the tip of the gray positioner became caught on a seal stent during removal of the delivery system, however, without additional information a definite root cause can not be determined or reported at this time. Cook will continue to monitor for similar complaints and notify the appropriate internal personnel.

Event description:
The pt was treated with bilateral percutaneous approach. The 8 french sheaths were placed and the amplatz extra stiff wire placed. The flush cath was placed on the left side and a complete aortic angiogram was obtained. During main body prep, the black stylet was very difficult to remove. Hemostats were used to remove stylet.

Manufacturer narrative:
(B)(4). The event is currently under investigation. The main body graft was imaged to align the checkmark in a slightly anterior position on the pt's left side. The graft passed easily through the right iliac and into the abdominal aorta. Add'l angio was performed in a mag view for optimal graft positioning. Main body deployed until the contra gate opened. All were concerned due to the long length of graft. Contra gate opened within 10mm of aortic bifurcation. Main body sheath was stabilized as the trigger wire was removed releasing the suprarenal crown. The physician said it took more force to remove the wire when compared to zenith flex or tx2 but less force than aaalp case on 02/09/2015, the physician wondered if it was due to the fact it was a smaller device (28vs30) or just because he was "ready" for it. There was no bowing/movement of the graft during trigger wire removal. The contralateral gate was cannulated, catheter was spun to verify placement within the main body. The marker flush cath was repositioned to allow measurement for left iliac coverage. Contrast injection through the 8f sheath allowed for measurement and marking of the left iliac bifurcation. A zenith 3mm x 74mm graft was originally chosen and advanced into position. With further eval we decided the 74mm length graft would be too long-extreme overlap into the main body as well as likely lt internal iliac coverage. This graft was removed and replaced with a zenith 13mm x 56mm graft. This gave slightly more than minimum overlap and still salvaged lt internal iliac artery. Deployed per IFU. Difficulties were experienced when removing the proximal tapered tip of the zenith delivery sheath- it kept getting caught on the proximal sealing stent. The user was unable to advance the gray positioner/sheath from below. Multiple troubleshooting methods were tried- and the user was eventually able to remove the delivery system with manual external compression of the pt's abdomen. This changed the angle enough to allow removal of delivery system. Both surgeons wondered if the long main body graft combined with the disease at aortic bifurcation/proximal iliac arteries contributed to this difficulty. A shorter graft would have had the sealing stent a bit higher in the aorta-and at a straighter angle. The ipsilateral side had already been deployed and delivery system removed during our troubleshooting -so a marker cath was placed on the ipsi side to measure for the iliac limb graft-- taking into consideration the overlap needed to match with the top seal stent on the contra side. A zenith 13mm x 56mm graft was selected. The physician elected to leave in the main body sheath and test to see if the 14f limb sheath would fit. The physician was cautioned about tolerances and asked to stop if any resistance was felt as the iliac limb is advanced. The graft passed without incident through the main body sheath and the zenith sheath was advanced into position- maximum overlap- with the sealing stent matching the seal stent of the contra limb. The limb was deployed per IFU (instructions for use). All junctions and seal zones were ballooned with a 32mm coda balloon. The entire length of both limbs were ballooned. The physician decided to do "kissing" balloon inflations throughout both iliac limbs. 12mm pta balloons were used. There was no evident constraint of the limbs. Stiff wires were removed, a soft jwire left on right side for graft access, marker pig on left side. Final angio was taken- aaa was excluded, graft patent and no type1 endoleaks. There was a possible very late filling type2 endoleak- this did not event fill the aortic sac. Delivery sheaths were removed and puncture sites closed. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.